Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. In addition, the customer reported a fill estimate of +60 after reloading a cartridge, the insulin gauge showed 100 units the next day. The customer's blood glucose (bg) level was not provided as the customer did not feel the need to test bg level. Multiple attempts were made to follow up; however, the customer did not respond.